Manufacturer narrative:
(B)(4). Incident meets reporting criteria of FDA MDR report based on the reporting precedence established for this device family for stent fracture; regardless of patient outcome. One ziv6-35-125-7-60 device was returned for evaluation. Device was not returned in the original packaging and was open on receipt. The guiding catheter was also returned. Visual inspection of the guiding catheter revealed a section of the stent exiting the guiding catheter. Manufacturing engineering released the stent from the guiding catheter. The proximal portion of the stent (part of the stent that was exiting the guiding catheter) was fractured and missing. The distal end of the stent was intact and contained 4 gold rivets. It has been noted that the red safety pin was not returned with the device. However the rep did confirm the red safety pin was in place when the stent prematurely deployed. The entire delivery system has been examined for damage and slight flexor compression was detected at approx. 43 cm from the white connector cap. Using a calibrated ruler, the outer sheath was measured and conformed to specification. Using a 1 ml syringe with water, the device was flushed through the flushing ports and no issues were noted. Delivery system was advanced over the non hydrophilic 0.035" wire guide without any difficulties. Distal part of the inner catheter was visually examined and no damage was evident. However, there was damage to the distal end of the flexor which would infer that force may have been applied during advancing. The customer complaint was confirmed as the stent was prematurely deployed in the guiding catheter and the lab evaluation also identified that the stent was fractured. The cause of this event cannot be conclusively determined. Upon examination of the returned device, there is no evidence to suggest that the device was manufactured incorrectly. No defects were observed that could have caused or contributed to the complaint issue. It is possible however, that the flexor sheath could have compressed during advancement which resulted in stent being partially exposed/deployed. It is possible difficult anatomy configuration could have contributed to the difficulties the physician experienced and therefore it is possible that the stent could have been partially deployed due to outer sheath compression and/or due to excessive manipulation of delivery system. It can be noted that sheath compression was observed during the lab evaluation. Additional information received from the rep indicated the stent was fully intact when removed from the patient. However, the missing proximal fractured piece of stent was not returned. The rep has not provided definitive information on when the fracture could have occurred. The condition of the fractured stent and the complaint description provided indicates the stent fracture may have occurred when removing the delivery system from the patient. However, as the conditions of use could not be replicated in the laboratory setting, a definitive root cause of this premature deployment cannot be determined. Prior to distribution all devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies that could have contributed to this issue. The customer complaint was confirmed as the stent was prematurely deployed in the guiding catheter and the lab evaluation also identified the stent was fractured. A definitive root cause of premature deployment cannot be determined. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
The zilver 635 vascular self-expanding stent deployed prematurely, while still inside the sheath. The device was removed and another manufacturer's device was used to complete the procedure. The device involved in this incident was received for evaluation on (B)(6) 2015 where it was confirmed the ziv6 stent was fractured within the device sheath. A fractured portion of the stent was not returned. Blood was evident on the piece of stent that was returned in the sheath indicating this fracture most likely occurred during use. No information was received at the initial logging of this incident that indicated a stent fracture had occurred. Follow up information received from the user facility has also not been able to confirm stent fracture. The condition of the fractured stent that was returned for evaluation indicates this fracture occurred during use despite the lack of confirmation from the user facility. No adverse effects to the patient have been reported as occurring.